Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump was received with a bleeding and cracked lcd glass. The device was received with a minor scratched display window.

Event description:
Customer reported he dropped the insulin pump and the screen shattered. Customer's blood glucose was 77 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.